Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump correction factor setting provided by the healthcare provider "gives too much insulin" and the customer requested assistance with adjusting it. The customer reported that "nothing was wrong with the pump and just wanted to change the setting". Tandem technical support assisted the customer with changing the correction factor setting.